Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was deployed. Hemostasis was achieved. The pt had been admitted to the hospital for angina pectoris. A pre-deployment angiogram revealed no anomalies at the right common femoral artery. The lumen diameter was about 5mm. Six days later, the pt's c-reactive protein (crp) increased and the artery brachial index (abi) dropped from 0.91 to 0.31. An ultrasound revealed a thrombus like substance near the puncture site, which almost occluded the artery. Seven days later, an embolectomy was performed using a fogarty catheter. The dislodged embolus including the anchor broke into two. The collagen was swollen with blood. A dissection in the posterior wall of the artery was found. The pt remained hospitalized.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record was not possible since the exact lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.